Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the ipg pocket site. The physician elected to move the pocket from right to left. The patient was reportedly doing well following procedure.